Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility did not have any additional details to provide at this time.

Event description:
It was reported that post dilatation of a stent in the iliac, the pta balloon was deflated and tore during retraction through the stent. A segment of the balloon detached during retraction through the sheath and was retrieved with a snare device. Another balloon was used to complete the procedure. There was no reported pt injury.

Manufacturer narrative:
A manufacturing review was conducted. The lot met all release criteria. This is the only complaint reported to date for this corporate lot number for these issues. The device was returned. The investigation is confirmed for a balloon detachment, as the dorado balloon was returned detached from the catheter. The investigation is confirmed for two tears in the balloon, as the balloon was returned torn in two locations. However, the reported retraction issues through the stent and the sheath cannot be confirmed as the problem could not be reproduced under laboratory conditions. No functional testing was performed due to the condition of the returned sample. Per the event description, the balloon tore during retraction through the stent, therefore there was likely an interaction between the stent and balloon which tore the balloon and contributed to the retraction issues through the introducer sheath. It is unk why the balloon got caught on the stent during retraction. Based upon the available info, the definitive root cause could not be determined.